Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign debris found protruding from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, foreign material was found adhered to or clogging the nozzle. However, we could not identify the foreign material. It was unknown whether there had been a deviation from the instructions for use during the reprocessing steps for the area where foreign material remained. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in 'gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection ,' and preventative measures in 'gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.' Olympus will continue to monitor field performance for this device.